Manufacturer narrative:
Event occurred within the year of 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot part number: 412.214s. Synthes lot number: 6l34179. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: oct. 21, 2019. Expiry date: oct. 01, 2029. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 412.214 with lot 5l79706 were reviewed. Part number: 412.214. Synthes lot number: 5l79706. Manufacturing site: (B)(4). Release to warehouse date: oct. 01, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that on (B)(6) 2020, the patient underwent an implant surgery with the fns. There was no surgical delay. On (B)(6) 2020, the patient fell down and fractured subtrochanteric bone under the fns. Reoperation was performed on (B)(6) 2020 and completed successfully. The patient outcome was unknown. Concomitant devices reported: bolt f/fem neck syst f/construct length (part number 04.168.285s, lot 24p1422, quantity 1). Antirotscr f/fem neck syst f/construct l (part 04.168.485s, lot 19p4968, quantity 1). Lockscr ø5 self-tap l38 tan (part 412.213s, lot 6l37303, quantity 1). Lockscr ø5 self-tap l40 tan (part 412.214s, lot 6l34179, quantity 1). Pl 2ho f/fem neck syst tan (04.268.000s, lot # unknown, quantity 1). This complaint involves five (5) devices. This is report 5 of 5 for (B)(4).